Event description:
It was reported by clinic manager to (B)(6) via email that the plunger separated from syringe while aspirating a patient's central venous catheter. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".